Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the screen of bellavista 1000e is completely blue and can't do anything with the device. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: reported issue was not reproducible. Exact root cause not established. It is most likely that the epc is causing the issue. As per the logs there is no ""shutdown visible"" on 18/01/2021 00:19:06 and ventilation was off at this stage. No epc communication failure is visible. Next log entry after an environmental conditions log was a start-up. No shut-down log entries visible prior to that. As a resolution main board was replaced.